Manufacturer narrative:
Blood was observed on the adhesive pad. There were no damages or defects found on the formed needle that would contribute to bleeding/bruising. The formed needle was observed to be seen in the cannula window. The slide retract did not fully retract. Scoring was observed on the top housing indicating interference with the linkage assembly. During the removal of the housing for investigation the needle retracted. All components of the needle mechanism were observed to be in the correct position upon cannula retraction. The needle mechanism was reset used the lock and load fixture and the device was reset. The pod was connected to a pdm and the needle mechanism was observed deploying as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient experienced bleeding and bruising at the site (leg) while wearing the pod between 4 and 24 hours.